Manufacturer narrative:
On 31-mar-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A device history record review was performed for the finished device 31644196l number, and no internal actions related to the complaint were found during the review. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a bwi-sponsored clinical study, it was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and the next day they experienced cardiogenic shock that the medical team categorized as severe and serious. The patient's original procedure was on (B)(6) 2025 and their hospitalization lasted until their death on (B)(6) 2025. The relationship with study devices is not related. The relationship to the index study procedure is probable and expected/anticipated. The patient received medications consisting of amiodarone, atropine, and lidocaine. The patient underwent cardioversion, and surgery with ecmella. Leading to the patient's death, they experienced 11 days of no neurological improvement without sedation, hemodynamic deterioration, progressive multiple organ failure, multiple hemorrhagic events, and therapeutic options exhausted.